Event description:
It was reported that the customer was admitted to the hospital for low blood glucose levels. The mother stated that, when she was changing the entire set, she noticed an excessive amount of insulin exiting the needle. The mother inserted the set and pressed the act button not realizing the insulin pump was still in the manual prime mode.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therfore, consider this report complete to the best of our knowledge.